Manufacturer narrative:
No button error alarm noted. However, the insulin pump esc button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. No moisture damage on electronics noted. The insulin pump was unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive button. The insulin pump received with cracked display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 273 mg/dl. Customer stated that she was trying to give a bolus for her high blood glucose but was stopped by the button error. Customer does not have a back-up plan of injections. Pump was being stored on the customer's bra strap. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was advised to contact her health care professional for syringes and long acting insulin to use until the replacement pump arrives.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.